Event description:
It was reported when the device was used during the rectum procedure, the staples would not release. Consequently, the pt received a temporary colostomy. There were no other reported pt consequences.